Event description:
A hospital (B)(6) reported to a fisher & paykel healthcare rep that the inspiratory heater wire plug of an rt340 adult dual-heated evaqua breathing circuit could not be connected to its socket as one of the heater wire pins appeared deformed. This event was detected prior to pt connection. No pt consequence was reported.

Manufacturer narrative:
(B)(4). This is a malfunction that has been reported to fisher & paykel healthcare (fph) by a hospital (B)(6). The product is not sold in the USA but it is similar to a product sold in the USA. The 510 (k) for that product is k983112. Method: the inspiratory tube of the rt340 breathing circuit was returned to fisher & paykel healthcare ('fph') and visually examined for bent pins. An attempt was made to insert a heater wire adapter to the heater wire socket of the inspiratory tube. Results: inspection revealed that the left heater wire pin was split which prevented full insertion into the inspiratory heater wire adapter plug. A lot check revealed no other complaints of this nature for this lot number. Conclusion: our investigation has verified that the left heater wire pin in the inspiratory tube of the complaint device was split which prevented connection to the heater wire adaptor. Following the mfg process, each breathing circuit undergoes an electrical resistance test. Any damaged heater wire pins are usually detected at this stage due to the inability of a damaged pin to fit into the heater wire inserter. It is likely that the damage in this instance occurred post-production. It is possible for heater wire pins to become bent or split if inserted into the heater wire plug at an angle during initial equipment set-up by the user. (B)(4).